Event description:
It has been reported by a dealer that the frame on the left side of a v18rlr wheelchair seems warped out of the box. The dealer cannot adjust the wheel lock to make the wheel not hit the frame.